Event description:
Facial nerve weakness reported at first fitting. Initial implant was (B)(6) 2012.

Manufacturer narrative:
Facial nerve weakness is a known complication of mastoidectomy. Device not explanted.